Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5 mg/ml at minimum rate) via an implantable pump for unknown indications for use. It was reported that the patient developed a cerebrospinal fluid leak in the days following their pump implant on (B)(6) 2025. No external factors were involved. On (B)(6) 2026 their spine incision was opened and a purse string suture was placed around the catheter entry point into the fascia. While closing, the catheter was accidentally cut and then was re-attached with a 8785 collet. A dye study performed after procedure to confirm catheter patency. The event was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.